Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The eval confirmed and reproduced the reported symptom system error 105, which was caused by severed motor mount screws. The motor assembly and screws were replaced.

Event description:
During baxter's functionality testing of a spectrum pump, it displayed system error 105. There was no pt involvement.